Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window, missing end cap sticker, cracked lcd window and detached end cap.

Event description:
The customer reported via phone call that the insulin pump was dropped. The customer reported that the bottom part of the insulin pump was loose and the plastic part of the reservoir compartment broke. The customer's blood glucose was 212 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.